Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported sf218 and revealed internal battery degraded warning alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf218 was due to a software issue while the internal battery degraded warning alarms were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) related to a main board error. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board and pneumatic block assembly were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf218) related to a main board error. There was no patient harm or serious injury reported as a result of this incident.